Event description:
Pt was treated at hosp for hyperglycemia. Pt was wearing suspect pump at the time of the event. Pt had switched to the second pump and neglected to verify that the hourly rates were set correctly. Hourly rates had been set incorrectly. Pump not returned for eval.